Manufacturer narrative:
The customer performed a visual check of the patient's sample and no fibrin or clots were observed. The customer's calibration results were requested but not provided. The investigation reviewed the customer's qc results and the results were ok. The investigation did not find any abnormalities within the provided system alarm trace. There was no indication for a performance issue of reagent or instrument. After service, no further issues were reported by the customer. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer (fse) was unable to determine a cause for the issue. The customer had performed precision testing on several assays with acceptable results and qc was within the acceptable ranges.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for gluc3 glucose hk gen.3 (gluc3) on a cobas 8000 c 702 module. The initial result from the primary tube was 80 mg/dl. The repeat result from the primary tube was 47 mg/dl. The customer spun the sample again and repeated it 5 times with results of either 76 mg/dl or 77 mg/dl. The questionable low result was not reported outside of the laboratory. The initial result was believed to be correct. The gluc3 reagent lot number was 52164001 with an expiration date of 31-mar-2022.